Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026.

Event description:
It was reported that the patient was experiencing a loss of stimulation therapy and required frequent charging of the implantable pulse generator (ipg). The patient subsequently underwent an ipg replacement procedure and was reported to be doing well postoperatively. The explanted device was not returned in accordance with facility policy.